Event description:
The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm while supporting a pt. The pt reported feeling "lightheaded" for a few seconds. The pt was switched to the backup companion 2 driver. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.